Event description:
It was reported that a malfunction alarm occurred. There was no reported impact on the customer¿s blood glucose level. Customer reverted to using an alternate method of insulin therapy.